Event description:
The mammosite balloon catheter that was placed in the patient's breast on 11/21/2008 ruptured in late 2008. The ruptured mammosite balloon catheter was removed and replaced with a new mammosite balloon catheter the same day. The catheter exchange occurred in the office of the surgeon: dr. This caused a treatment delay for breast cancer.